Event description:
A high blood glucose issue was reported by a customer, who observed a "high" value on their continuous glucose monitor. Cause was not known. The customer took corrective action by administering a correction bolus via their insulin pump and was advised by technical support to inspect their infusion system. Although no immediate issues were identified with the system or insulin management, they were instructed to consult a healthcare professional for further guidance on managing blood glucose levels, replace supplies as necessary, and continue with their insulin therapy.